Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-08. H6: investigation summary one sample was received for quality investigation. The customers complaint of the tubing deflated was observed by visual inspection. The "deflated" tube was a kink in the tubing above the check valve. The kink in the tubing caused the infusion set not to prime. A device history record review for model 2420-0007 lot number 20083460 was performed. The search showed that a total of 34,003 units in 1 lot number was built on 27aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the kinking is that the infusion set was coiled and packaged before the solvent was fully dry causing the tube walls to be glued together. .

Event description:
It was reported that the as lvp 20d 2ss cv tubing was deflated above the back-check valve. The following information was provided by the initial reporter: "tubing deflated above back-check valve (unable to prime). Nurse was trying to prime the primary line and noticed it was not priming properly, and that the IV tubing was deflated above the back-check valve; nurse was unable to correct."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv tubing was deflated above the back-check valve. The following information was provided by the initial reporter: "tubing deflated above back-check valve (unable to prime). Nurse was trying to prime the primary line and noticed it was not priming properly, and that the IV tubing was deflated above the back-check valve; nurse was unable to correct."